Event description:
On 8/feb/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtained additional clinical information (e.g., discharge summary, organism, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid) and a malfunctioning pd catheter (not a fresenius product), which required hospitalization and antibiotic therapy. The pdrn reported the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, based on the patient¿s continued use of the same liberty select cycler, it would appear the serious adverse events are unrelated to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 8/feb/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtained additional clinical information (e.g., discharge summary, organism, causality, patient demographics) were unsuccessful.

Event description:
On 8/feb/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtained additional clinical information (e.g., discharge summary, organism, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.